Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017 and the patient was discharged home. Approximately one hour post procedure the patient started to "hemorrhage". The patient was admitted into the accidents & emergencies (a&e) and the bleeding was "stopped with conservative treatment". The patient was discharged the following day.